Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that the husband found her unconscious in bed in the morning. He took her bg reading of 1.6 mmol/l, but the cgm reading was 14.7 mmol/l. He gave her unspecified emergency medicine. At the time of contact, the patient was feeling well again. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.